Manufacturer narrative:
The customer's test strips were returned for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.6 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a readiplastin reagent on an acl top 550 analyzer. The initial meter result was 6.1 inr. A few minutes later, the meter result was 7.4 inr (taken from a different finger on the opposite hand). About 5 minutes later, the laboratory result was 4.54 inr. The patient was advised to withhold warfarin for two days. The patient was seeing the nurse for an ingrown toenail wound on his foot. The nurse believed the patient may have taken extra warfarin prior to the high results, but the patient has denied it. The patient's therapeutic range is 2.0-3.0 inr.